Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had inaccurate readings with their sensor. Customer stated their blood glucose was 95 mg/dl and their sensor glucose would read 138 mg/dl. It was also found the customer's sensor would give them false low alerts. Customer also received several sensor error and weak signal alerts. Troubleshooting found the customer was over-calibrating. The customer also did not have any bent cannulas on their sensor. Customer was advised to monitor their sensor. No additional information provided.